Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with lavh and cystoscopy due to sui, cystocele and rectocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2007 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/31/2016. Additional information: age/date of birth, other relevant history. (B)(4). It was reported that following insertion the patient experienced mesh exposure, recurrent urinary tract infection, vaginal bleeding, infections and incontinence.